Event description:
Customer reported that the wake button was sticking. There was no adverse impact to the customer¿s blood glucose level reported. Customer declined further troubleshooting, and no additional actions were taken.